Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was unsatisfactory stimulation. The clinical diagnosis was not applicable. The outcome was resolved without sequelae. Interventions included reprogramming. The patient complained of stimulation changes on (B)(6) 2014. The patient complained stimulation going up and down. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The etiology was due to programming. Relevant medical history included non-malignant pain and failed back surgery syndrome.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was unsatisfactory analgesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.